Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon was using the 4th green reload ;on the second or third stroke of the trigger there was a noise. When they observed the specimen side of the staple line the staples had not fired. They were up near the proximal side of the esophagus at this time. They used another device with a green reload to continue the procedure. No patient consequence has been reported at this time.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled the device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received fully fired. Furthermore, the one piece sled and cartridge body were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with two test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Proximal to the esophagus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th. Echelon straight/flex: during which stroke did the event occur? Second or third. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? Yes if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No